Event description:
An administrative manager reported the laser of the equipment was not working. Another laser had to be used in order to complete the surgery. There was no pt harm reported.

Manufacturer narrative:
The company representative examined the system and replaced the microscope doctor's filter. Preventive maintenance was performed. The system was then tested and met product specifications. A root cause has not yet been determined. (B)(4).